Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the shunt sensor leaked. The problem was noted by the user facility on three separate occasions; however, no event information was provided for the other two events. The product was changed out, there was no patient involvement and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).